Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave a correction insulin injection using multiple daily injections, did not require assistance from a third party. Customer switched to multiple daily injections as backup therapy, and was informed an arranged shipment of replacement pump with updated software was sent.